Event description:
It was reported that the patient's pacemaker exhibited oversensing noise on the right ventricular (rv) channel, and the rv lead was observed to exhibit oversensing noise. The pacemaker was explanted and replaced, however the rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.